Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-28, lot#: va11pmn, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported that patient had symptoms return and had no relief from the therapy so a lead revision was decided upon. The lead was replaced in (B)(6) 2018 along with the battery life and an impedance testing. X-ray imaging was completed to determine lead position. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.